Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to myopotential oversensing. Tachy therapy was programmed off, and in clinic testing was able to reporduct the myopotential oversensing. Technical services (ts) was contacted, and ts discussed programming options. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the inappropriate shock occurred while the patient was performing a heavy bench press exercise. The incident only occurred once and the defibrillator was programmed back on. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to myopotential oversensing. Tachy therapy was programmed off, and in clinic testing was able to reproduce the myopotential oversensing. Technical services (ts) was contacted, and ts discussed programming options. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the inappropriate shock occurred while the patient was performing a heavy bench press exercise. The incident only occurred once and the defibrillator was programmed back on. No adverse patient effects were reported. Additional information was received indicating myopotential noise and oversensing continued to occur. Ts was contacted, and ts discussed programming options. The s-ICD system remains in service. No adverse patient effects were reported. Additional information as received indicating the s-ICD and electrode were explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to myopotential oversensing. Tachy therapy was programmed off, and in clinic testing was able to reproduce the myopotential oversensing. Technical services (ts) was contacted, and ts discussed programming options. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the inappropriate shock occurred while the patient was performing a heavy bench press exercise. The incident only occurred once and the defibrillator was programmed back on. No adverse patient effects were reported. Additional information was received indicating myopotential noise and oversensing continued to occur. Ts was contacted, and ts discussed programming options. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to myopotential oversensing. Tachy therapy was programmed off, and in clinic testing was able to reporduct the myopotential oversensing. Technical services (ts) was contacted, and ts discussed programming options. The s-ICD system remains in service. No adverse patient effects were reported.